Event description:
The company was informed that the patient reportedly experienced sudden loss of lock and loss of hearing. A company representative confirmed that the device was not functioning. Surgery has been scheduled.